Manufacturer narrative:
From the device history record, lot number 20190816-23-sh was manufactured on 08/16/2019. No exception was recorded in the device history record that could lead to the reported incident. The average linting data is 0.202g / 10 pieces. No sample was available for this investigation. The linting test data were within the acceptable range, therefore, the root cause could not be determined from this investigation. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, however, we will continue to monitor the trend of this type of incident. According to our supplier, or towels are made of cotton, so cotton fiber is born. Our supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10 pieces). In the folding process, supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer.

Event description:
Based on information received from the customer reportedly some of the towels in the cath packs have a noticeable abundance of lint on the towels.